Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the physician was not able to pull back to get blood return. The balloon was replace with a new balloon, and the physician was able to get blood return. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the physician was not able to pull back to get blood return. The balloon was replace with a new balloon, and the physician was able to get blood return. There was no reported injury to the patient.

Manufacturer narrative:
Section d. Suspect medical device changed serial number from (B)(6) to (B)(6). Section d. Suspect medical device changed lot number from 3000096888 to 3000094241. The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The syringe was also returned attached to the y-fitting luer of the inner lumen. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #: (B)(4).